Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the customer's reported issue, "sometimes getting stuck during use," could not be reproduced. After comprehensive testing, no defect was identified in the product. This event is filed under internal complaint ID (B)(4).

Event description:
According to the information received, the device was stuck. The procedure was finished with a backup device. The problem occurred at the beginning of the procedure. There was no hart or smoke development of the device. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).